Event description:
It was initially reported by the company rep that the pt's new generator could not be interrogated in the operating room during initial implant surgery. It was observed in the operating room that the handheld had a bad connection and was causing the failure to program event. New programming system was shipped to the company rep and her old system was returned for analysis. Analysis was completed on the handheld and the reported allegation was verified. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector could not be determined based on the returned handheld. However, based on the damaged connector, it is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.